Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 06-sep-2023. H.6. Investigation summary: bd received 100 samples for investigation. Customer return samples and retention samples (from the same lot number) were visually inspected and no additive issues were identified. Further clinical testing could not be performed as the customer's defect was not clear and requests for clarification were not provided. If additional information is provided, this complaint may be re-opened and further testing may be performed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for an additive issue. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there is abnormal additive of one tube causing no results. No patient impact reported. The following information was provided by the initial reporter: "the pyrography test tube 366566 lot 2333390 the pyrography does not give any results. We have received a report from the cuneo hospital that for the pyrography test tube 366566 lot 2333390 the pyrography does not give any results."

Manufacturer narrative:
E.1. Initial reporter prefix: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, there is abnormal additive of one tube causing no results. No patient impact reported. The following information was provided by the initial reporter: "the pyrography test tube 366566 lot 2333390 the pyrography does not give any results. We have received a report from the cuneo hospital that for the pyrography test tube 366566 lot 2333390 the pyrography does not give any results."